Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10:investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was not secured in the handle slot when received. The tripwire was also kinked in several locations. The ligator head had three bands attached. Microscope examination was performed and it was found that the ligator head teeth were bent. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. The ligator head teeth damage (bent) may have been caused by the trip wire not being secured, resulting in extra tension to the teeth and bending them. Once the ligator head teeth are damaged (bent), the suture can be detached from its position in the ligator head and this condition could have impacted the bands deployment activity, moving bands without being properly deployed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during a ligation procedure performed on april 20, 2021. During the procedure, the third band of the first device could not be deployed in the patient. A second device was used and that device also failed to deploy the bands. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the third band of the first device could not be deployed in the patient. A second device was used and that device also failed to deploy the bands. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.